Manufacturer narrative:
The returned product was evaluated and found to function as intended with no evidence of any damage or manufacturing deficiencies that would disrupt the device functionality of insulin delivery.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported blood glucose levels were >278mg/dl. The pod was applied on (B)(6) at 07:00pm and the pod was changed on (B)(6) at 10:30pm. Pod was worn 3.5 hours and the customer reported the patch was wet, and she smelled insulin and the cannula was kinked.